Event description:
The customer felt that the insulin pump was not delivering the basal rates accurately. The customer stated that her blood glucose levels go down when delivering a bolus, when during the basal delivery, they elevate. The customer stated that she put the infusion set on a tissue, but insulin never came out during the basal rate delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.